Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed since the sample was returned for evaluation. Based on the available information, the exact root cause of the reported event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device cap would not retract from carrier tube to deploy the collagen component. The anchor had already deployed. There was no known effect on the patient. Additional information was received on 15jul2021. The device was used on patient, and after a lot of manipulation the collagen plug was able to be deployed and hemostasis was achieved. The procedure was a coronary angiogram. A 6fr procedural sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion, however the doctor stated that the patient had dilated vessels but no obvious plaque in the common femoral artery (cfa). A pre-deployment angiogram was performed. The patient was in stable condition.